Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5152267) on 22-mar-2024. The most recent information was received on 28-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding"), inflammation ("inflation"), brain fog ("brain fog"), fatigue ("fatigue"), balance disorder ("unbalance/ balance problems"), fibroma ("fibromas"), cognitive disorder ("cognitive changes") and fibrosis ("fibrosis") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 1999 she experienced genital haemorrhage (seriousness criteria hospitalisation and disability), inflammation (seriousness criteria hospitalisation and disability), brain fog (seriousness criteria hospitalisation and disability), fatigue (seriousness criteria hospitalisation and disability), balance disorder (seriousness criteria hospitalisation and disability), cognitive disorder (seriousness criteria hospitalisation and disability) and fibrosis (seriousness criteria hospitalisation and disability) and was found to have fibroma (seriousness criteria hospitalisation and disability). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to inflammation, brain fog, fatigue, balance disorder, fibroma, genital haemorrhage, cognitive disorder or fibrosis. The reporter commented: inflation, brain fog, fatigue, unbalance, bleeding, fibromas I want my life back please help me remove the essure implants. Device available for evaluation: yes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2024: quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (u.s. Food & drug administration, reference number: (B)(4) ) on 22-mar-2024. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding'), inflammation ('inflation'), brain fog ('brain fog'), fatigue ('fatigue'), balance disorder ('unbalance/ balance problems'), fibroma ('fibromas'), cognitive disorder ('cognitive changes') and fibrosis ('fibrosis') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On (B)(6) 1999, the patient experienced genital haemorrhage (seriousness criteria hospitalization and disability), inflammation (seriousness criteria hospitalization and disability), brain fog (seriousness criteria hospitalization and disability), fatigue (seriousness criteria hospitalization and disability), balance disorder (seriousness criteria hospitalization and disability), cognitive disorder (seriousness criteria hospitalization and disability) and fibrosis (seriousness criteria hospitalization and disability) and was found to have fibroma (seriousness criteria hospitalization and disability). At the time of the report, the genital haemorrhage, inflammation, brain fog, fatigue, balance disorder, fibroma, cognitive disorder and fibrosis outcome was unknown. The reporter provided no causality assessment for balance disorder, brain fog, cognitive disorder, fatigue, fibroma, fibrosis, genital haemorrhage and inflammation with essure. The reporter commented: inflation, brain fog, fatigue, unbalance, bleeding, fibromas I want my life back please help me remove the essure implants. Device available for evaluation: yes. We received a sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.